Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the balloon leaks. The device was changed out. No clinical consequences. Patient condition is reported as fine.

Manufacturer narrative:
(B)(4). No product was returned for investigation, thus a visual examination and a functional test could not be performed. A review of the manufacturing documentation has been conducted and there were no issues found that could relate to the reported complaint. As the sample was not returned for evaluation; the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the balloon leaks. The device was changed out. No clinical consequences. Patient condition is reported as fine.